Event description:
Clinical study. It was reported 1402 days following a coronary artery stenting treatment procedure that the pt experienced a myocardial infarction (mi). The index procedure treated the 95% stenosed, 2.5x15mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre dilation and the placement of a 2.5x24mm taxus liberte drug eluting stent resulting in 0% residual stenosis. The pt was discharged the same day on aspirin and clopidogrel. About 1402 days post the index procedure the pt was hospitalized and treated with medication for a large anterior mi. He was transferred from an outlying hosp to the clinical site. On day 1405 the pt underwent angiography without revascularization revealing an 80% distal left main stenosis and mobility distal to the stent located in the mid lad was significantly reduced. The event is still ongoing and bypass surgery is planned within the next 8-12 weeks.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specs. The most probable root cause of the reported difficulty is determined to be "anticipated procedural complications".